Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of call and patient¿s blood glucose level was 253 mg/dl at the time of incident. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. No blank display noted. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, insulin pump passed the dat test at 0.08730 inches. No possible over/under delivery anomaly noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.